Event description:
Manufacturer received device tracking information indicating that a pt underwent lead and generator replacement due to "high impedance-fibrosis of nerve". The generator and a portion of the lead were explanted and discarded. The original lead portion in the left neck area was left in place. The new lead was placed on the right side vagus nerve. Post operative x-rays were sent to the manufacturer to assess the placement of the new lead. During the review, the manufacturer observed an obvious lead discontinuity of the original lead portion in the left neck area. No serious injury was reported.

Manufacturer narrative:
X-rays were received by manufacturer. Review of x-rays by manufacturer revealed an obvious discontinuity in the ncp system. Device malfunction occurred, but did not cause or contribute to a death or serious injury.